Manufacturer narrative:
The case description states that the user had low bgs while using the system and had 190 units administered without them knowing. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. The engineering logs from the date of occurrence were overwritten due to continued use of the system. Inspection of the audit files show 3 boluses delivered on the date of occurrence ((B)(6) 2023) in the users time zone. However, without the engineering logs from the date of occurrence, these boluses could not be further inspected to see if they were commanded by the user or not. Inspection of the available engineering logs showed that a bolus was of 22.3u and delivered on (B)(6) 2023 in the users time zone. The logs show that the controller was interacted with to enter the bolus calculator screen, carb values were entered 1 digit at a time to enter 140 grams, the use cgm option was used to load a bg value of 172 mg/dl and the controller went through the steps to confirm and start the bolus in order to deliver the 22.3u bolus. This same process was followed for all boluses found in the engineering log files. Although no evidence of an uncommanded bolus was observed in the log files, without the engineering logs from the date of occurrence it could not be conclusively determined if there were any uncommanded boluses. Inspection of the phb audit files show that the user delivered a bolus on the date of occurrence and then was experiencing low bgs after. The system was in automated mode at the time indicated by a closed loop output and was not suggesting any insulin following the bolus. The users iob was also seen to increase but the exact value of the users iob could not be determined. No problems were found with automated mode. The agc algorithm was found to act as expected.

Event description:
It was reported that the patient needed medical intervention due to low blood glucose levels (bg). The patients levels dropped to 32 mg/dl. The first responders delivered glucagon to the patient. The patient alleged the system delivered a bolus that was not programmed by the user. The patient stated he went to his endocrinologist appointment and set up the replacement controller last week and is back on the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.